Event description:
It was reported that the pt expired. The date of the pt's demise is unk. It is unk if the pt's death was attributed to the device, as no other details were provided.

Manufacturer narrative:
Device not returned.